Event description:
It was reported that the water filter exhibited exposure to harmful matter (chloroethylene) which had been detected in neighborhood water quality test. Since the facility used the same water source, there was a possibility that the scope was reprocessed with water containing harmful matter had been used for patient procedures. The issue was found during reprocessing. There were no reports of patient involvement. Report 1 of 10.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection; therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.